Event description:
Device was explanted due to it went from bos to eos after 36 appropriate shocks (38 total charges) in one day on (B)(6) 2023. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 38 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 8 episodes of regular vt2 and vf detections in the time of 09:01 am to 9:14 am on (B)(6) 2023, due to intrinsic signals that all led to multiple deliveries of full energy therapies. The analysis of the shock holter data showed that an amount of 38 charging cycles was performed by the device within 15 minutes on (B)(6) as a result of that fast successive charging the eos battery status had occurred. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The amount of charge taken from the battery was verified, revealing the battery condition to be as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. Analysis of the memory content revealed a high number of regular vt2 and vf episodes on (B)(6) 2023. Within 15 minutes 38 charging cycles were performed by the device. The activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.